Event description:
Report received from USA stating "loud noises." The device was being used in an "orthopedic procedure." No patient or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).